Manufacturer narrative:
Product will not be returned to zimmer biomet for investigation, as it remains implanted. DHR was reviewed and no discrepancies were found. Investigator has reported this event as mild and possibly device related. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
Patient presented with ipsilateral bursitis/adhesive capsulitis 10 months post operation. Patient received subacromial injection as a result. Investigators listed this event as mild and attributed to the device. Patient also showed a recurrent full-thickness tear of the supraspinatus 6 months post operation. However, this event was listed as non device related.